Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : product ID: 4068-45, lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the device had lower than expected longevity. The device was explanted and replaced. It was also reported that before the device replacement procedure, the right ventricular lead was noted to have threshold at 2.0 volts and low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.